Manufacturer narrative:
Continuation of medical devices: dtma1d4 crt-d implanted (B)(6) 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged and failed to capture or sense. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing problem in that the device feature which automatically monitors atrial pacing thresholds caused the patient to be asystolic for thirty seconds. The threshold monitoring feature was turned off and the device remains in use. The lead was promptly repositioned and remains in use. No further patient complications have been reported as a result of this event.